Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On the next day of insertion, the patient experienced abdominal pain lower ("pain in lower abdomen") and headache ("headache"). In 2017, the patient experienced polymenorrhagia ("increase the flow and frequency of menstruation"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal pruritus") and vaginal discharge ("vaginal discharge"). The reporter considered abdominal pain lower, device dislocation, dyspareunia, headache, polymenorrhagia, vaginal discharge and vulvovaginal pruritus to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') in a 36-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("pain in lower abdomen") and headache ("headache"). In 2017, the patient experienced polymenorrhagia ("increase the flowand frequency of menstruation"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal pruritus") and vaginal discharge ("vaginal discharge"). At the time of the report, the device dislocation, abdominal pain lower, headache, polymenorrhagia, dyspareunia, vulvovaginal pruritus and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, headache, polymenorrhagia, vaginal discharge and vulvovaginal pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.